Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump occasionally shoots out insulin during priming process. The customer¿s blood glucose level was unknown. Customer stated insulin pump had no delivery alarms, slower rewind, diminished battery life, reservoir may be leaking since the compartment smells like insulin. The device will not be returned for analysis.